Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator model icc 200 e/a (part number 10128-205 and (B)(4)) was involved in a patient incident. The settings were forced apc mode at 40 watts. Argon plasma coagulation was used to treat arterio venous malformations (avms)/bleeding in various areas of the ascending (right) colon. Also, a biopsy was performed. The patient experienced pain and later a perforation was detected. Surgical intervention (i.e., resectioning of the right colon) was performed to address the situation.

Manufacturer narrative:
No equipment problem was reported at the time of the incident which occurred more than 3 years ago. No equipment issues have been reported since the time of the event (note: erbe has no record of any service activities involving the apc or esu). As a result, an evaluation of the equipment at this time is not necessary. No anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. Most likely there were many factors involved with the incident. However, it appears that upon biopsying tissue and using argon plasma to address the bleeding in a thin walled area (i.e., the right colon), the remaining wall was not sufficient to remain intact which resulted in the delayed perforation. The involved medical personnel are being made aware of the findings. Further in-servicing work was performed with the physician on 05/24/2010. Erbe USA, inc is now closing the file on this event.